Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient's mother reported the patient was taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 26 mmol/l (468 mg/dl) with ketones of 1.7 mmol/l (30.6 mg/dl) while wearing the pod on the arm. When the doctor removed the pod, they noticed the cannula did not properly insert into the infusion site and the cannula appeared bent. The doctor administered an insulin injection for treatment.